Event description:
Additional information received from a healthcare provider via a clinical study reported the the implant date of the catheter was (B)(6) 2020.

Manufacturer narrative:
Continuation of d10: product ID 8784 lot# serial# (B)(6). Implanted: (B)(6) 2020. Explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported that the event was unresolved at time of study exit/death/study closure. Additional information received from a healthcare professional (hcp) via a clinical study reported the event was unresolved at time of study exit on (B)(6) 2021 due to all enrolled products being inactive.

Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 29-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving morphine 20 mg at 3.00391 mg/day via an implantable pump. It was reported the daughter called the office on (B)(6) 2021 with patient reporting increased pain. The daughter took the patient to the hospital. The hcp did a pump check under fluoroscopy/catheter access port (cap) study and a catheter occlusion was found and they were unable to aspirate any cerebrospinal fluid (csf). The patient was taken to surgery on (B)(6) 2021 for an attempted catheter revision, but they were unable to per hcp. The hcp opened the pocket up and loosened the pump from the anchor sites and tried to aspirate but there was no aspiration. The hcp then cut the catheter more distally and still no spinal fluid to be aspirated. The hcp then opened the anchor sites and still no csf. The hcp attempted to place a needle into the intrathecal (it) space but patient's anatomy made it difficult. A catheter occlusion was observed. The hcp then decided to abort and removed the pump and tied off the catheter. The pump was explanted/not replaced and the catheter was abandonment/capped on (B)(6) 2021. The outcome of the event resolved without sequelae on (B)(6) 2021. The device diagnosis was catheter occlusion and the clinical diagnosis was increased pain to lower back. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was possibly related. The event date was (B)(6) 2021.